Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. In june 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure). Essure was removed in august 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: she need for additional surgery. Most recent follow-up information incorporated above includes: on 26-apr-2018: this case was identified as a duplicate of (B)(4) and will be deleted from bayer database. All information was transferred to the remaining case. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (to remove the essure). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: she need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.